Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: [missing records: an operative report for right inguinal perfix plug/patch hernioplasty for indirect inguinal hernia with concomitant bard composix mesh umbilical hernioplasty was not provided.] (B)(6) 2005: [missing records: an operative report for 2.4 recurrent defect repaired using bard ventralex patch was not provided.] (B)(6) 2006: [missing records: an operative report for exploration of midline abdominal incision was not provided.] (B)(6) 2006: [missing records: an operative report for removal of mesh in entirety was not provided.] (B)(6) 2006: [missing records: an operative report for laparoscopic mesh hernioplasty was not provided.] (B)(6) 2006: [missing records: records for CT showing changed consistent with ileus and local seroma were not provided.] (B)(6) 2006: [missing records: records for abdominal and pelvic contrast CT scan showing presence of re-recurrent ventral hernia in midline with multiple nondilated loops of small bowel present within hernia sac were not provided.] (B)(6) 2007: (B)(6) , l.l.c. (B)(6) , do. Office notes. Recurrent abdominal hernia had repair on several occasions. History of repair times 5. Had post-operative infection and post-operative ileus. Had removal mesh previous. History of appendectomy. No tobacco. Exam: abdomen; soft, incisional hernia, positive bowel sounds. Weight 241.4 lbs. Recurrent incisional hernia. No contraindication to surgery. (B)(6) 2007: (B)(6) . (B)(6) . Operative report. Preoperative diagnosis: re-recurrent ventral hernia. Postoperative diagnosis: re-recurrent ventral hernia with extensive intraabdominal adhesion. Operation proposed: laparoscopic ventral incisional goretex dual mesh plus hernioplasty. Operation performed: laparoscopic ventral incisional goretex dual mesh plus hernioplasty; adhesiolysis. Indication: the patient is a 48-year-old white male seen in outpatient surgical consultation at the request of dr. (B)(6) , (B)(6) 2007, describing a complex surgical history. At birth he had required ¿full exchange transfusion¿ for rh disease, and he required vascular access at the umbilicus. He did not report any specific history of omphalocele or gastroschisis or any other abnormality of the anterior abdominal wall, but he did sustain visual and hearing loss likely related to critical illness in the neonatal period. On (B)(6) 2003, dr. (B)(6) , at covenant medical center, in (B)(6) , had performed right inguinal perfix plug/patch hernioplasty for an indirect inguinal hernia with concomitant bard composix mesh umbilical hernioplasty, with the original umbilical fascial described as 4 cm in maximum dimension. The patient developed a recurrent umbilical hernia, and dr. Deleon in independence, (B)(6) 2005, identified a 2.4 recurrent defect which was repaired using a bard ventralex patch. Shortly thereafter the patient noted re-recurrence of his umbilical hernia, and then was seen by dr. Steven davis on, (B)(6) 2006, explored the area via a midline abdominal incision. The operative report noted the discovery of a hernia sac with contained omentum, and it was felt that the previous mesh had ¿contracted and had pulled away¿. The ¿old mesh¿ was removed, but it was not clear from the operative report as to whether mesh prostheses were removed. The fascial defect at that time was judged to be 12 x 8 cm in maximum dimension, and dr. Davis employed a 17 x 13 cm ¿piece of mesh¿ ? (Variety) which was placed in the intraperitoneal space, fixed with 0 prolene suture. The patient¿s wife indicated that four days after that procedure an apparent wound infection developed, and the wound was open, and required packing for one month. While there was no evidence for any clinical sign of infection the patient did develop severe localized pain in the region of the incision, and dr. David elected to explore the wound, and to remove the mesh in its entirety on (B)(6) 2006, at allen memorial hospital. As anticipated, a recurrent hernia soon developed, and the patient was then seen by dr. Nielsen at st. Luke¿s hospital in cedar rapids for performance of laparoscopic mesh hernioplasty, (B)(6) 2006. The operative note indicated that some adhesions were identified which were not particularly troublesome, and a parietex mesh prosthesis was selected, and secured with 0 ethibond sutures ¿in the corners¿ as well as tacks. The patient indicated that shortly after performance of that procedure he felt that the hernia had again recurred. He was then seen by surgical consultants at uhc including dr. Thompson who discussed performance of open anterior approach while dr. Choi had discussed another attempt at laparoscopic mesh hernioplasty. On examination, (B)(6) 2007, an approximate 10 cm mass was noted to project in the supraumbilical midline consistent with re-recurrent ventral herniation. There was no evidence for any infection with no induration of the abdominal wall noted with a well healed broad midline abdominal incisional scar noted as well as multiple well-healed laparoscopic trocar incisional scars. Abdominal and pelvis contrast CT scan, (B)(6) 2006, in the early postoperative period had revealed changes consistent with ileus, and local seroma, but repeat abdominal and pelvic contrast CT scan, (B)(6) 2006, did reveal the presence of a re-recurrent ventral hernia in the midline with multiple nondilated loops of small bowel present within the hernia sac. On personal review, it appeared that the laparoscopic tacks were present near the medial borders of the rectus muscles bilaterally, but that significant attention of the midline had occurred with significant separation of the rectus muscles producing a wide diastasis defect, and through this area of attenuation multiple loops of small appeared to be adherent to the undersurface of the protruding mesh. The patient was advised that he would appear to be a good candidate for another attempt at laparoscopic repair. The patient was advised that gore-tex dual mesh plus would be the prosthetic material to be utilized, and the defect would need to be widely overlapped with multiple fixation sutures to be employed. The patient was advised that no guarantees could be made with regard to further re-recurrence, and he may have had a congenital abnormality of his abdominal wall enhancing the likelihood of recurrent abdominal wall herniation. The patient was thus advised that very general prosthesis would be placed under no tension, permanently affixed with multiple permanent sutures, so as not to rely extensively upon any laparoscopic tacks. Informed consent was obtained for laparoscopic ventral incisional goretex dual mesh plus hernioplasty as well as for possible open anterior ventral incisional mesh hernioplasty under general anesthesia after thorough discussion of pertinent risks, and benefits including perioperative mortality rate of less than 0.01% bleeding with need for transfusion, wound hematoma or seroma, infectious complications including wound infection, abscess or fistula formation. Potential need for reoperation with need to remove prosthetic mesh, a 10% conversion rate to a standard open procedure, the real potential for further recurrence, unexpected findings, and untoward cardiopulmonary events including deep venous thrombosis with pulmonary embolism, myocardial infarction, pneumonia, cerebrovascular accident, and dysrhythmia. The patient had reported that intubation had been difficult at times with some of his previous operations. He was seen preoperatively by (B)(6) , crna, (B)(6) 2007, for evaluation, but it was felt that the patient could be intubated in standard fashion orally based upon that evaluation. The patient also noted that he has severe local reactions or allergies to any adhesive materials, particularly steri-strips, and he was assured that no adhesive dressing would be utilized for his incisions. He also indicated that with all of his previous procedures he had required placement of a foley catheter as he could not void, and he was assured that the foley catheter would be left indwelling postoperatively overnight. Technique and findings: ¿the patient was transported to the operating room receiving one gram intravenous cefazolin for antibiotic prophylaxis. He was positioned supine, and a general orotracheal anesthetic was smoothly induced. A foley catheter was advanced to the urinary bladder, and an orogastric catheter to the stomach, and the abdomen was widely prepped with betadine solution, and draped in routine fashion. Via a short transverse left lateral subcostal incision, a veress needle was readily advanced to the peritoneal cavity confirming proper entry with negative aspiration, negative saline drop test, and low initial intraabdominal pressure as monitored by the insufflator. Pneumoperitoneum was established with carbon dioxide gas beginning at low flow for the first liter later converted to high flow not to exceed 14 mm of mercury pressure, and a 5 mm laparoscopic trocar was advanced via the lateral left upper quadrant incision, and a zero degree stryker laparoscope introduced to the peritoneal cavity. Immediately apparent were multiple adhesions fixing multiple loops of small bowel as well as the greater omentum to a wide region of the anterior parietes. A 10 mm laparoscopic trocar was not advanced via the left lateral abdominal wall at the level of the umbilicus followed by a 5 mm lateral left lower quadrant trocar. Using a combination of harmonic ace scalpel dissection as well as laparoscopic metzenbaum scissor dissection, with minimal use of cautery, dense omental adhesions to the anterior abdominal were divided, and mesh was clearly visible. The majority of adhesions fixing the small bowel were filmy in nature, and were divided with relative ease. However, extensive adhesiolysis was required as essentially the entire undersurface of the mesh prosthesis was involved with adhesions to either the greater omentum or small bowel. A single dense band like adhesion was noted to project from the antimesenteric surface of the ileum extending the region of the midline. While this appeared to be a singular dense adhesion, one could not exclude the possibility of an occult omphalomesenteric tract. For this reason, it was elected to divide this particular structure with a 35 mm endoscopic linear cutting stapler. The device was activated perpendicular to the access [access is marked through; axis written in] of the bowel, and there was no evidence for meckel¿s diverticulum. A vascular cartilage was employed to eliminate any risk of bleeding, and a second firing of the stapler was performed adjacent to the anterior abdominal wall allowing for removal of this particular band which did not appear to have any obvious lumen. Ultimately adhesiolysis was complete, but required nearly three hours to perform with fastidiously hemostasis assured throughout, and without creation of any enterotomies. The mesh prosthesis measured roughly 20 cm in maximum dimension, and there was obvious central attenuation present the central defect measuring 10 cm in maximum dimension. It was felt that a widely overlapping prosthesis secured by multiple permanent sutures through the rectus sheath bilaterally would offer the best opportunity to prevent further recurrence of this troublesome hernia. A 29 x 26 cm segment of goretex dual mesh plus was fashioned after appropriate cutaneous skin markings had been inscribed. The mesh prosthesis overlapped the superior and inferior margins of the defect by 3-4 cm in the midline, and it was elected to place the long axis of the mesh prosthesis transverse to better affix the prosthesis to the sturdy abdominal wall. Prior to performing the measurements, and fashioning the mesh prosthesis, the intraabdominal pressure was reduced to 8 mm of mercury pressure. Twelve interrupted 2-0 nylon fixation sutures were placed about the periphery about the mesh prosthesis, and the prosthesis was then tightly rolled, and introduced via the left lateral abdominal wall trocar incision. The prosthesis was unfurled, and the sutures were then delivered through abdominal wall. In each instance a small skin incision was created with a #11 scalpel blade, and the tails of the sutures were grasped with the endoclose suturing device being certain to leave a fascial bridge of at least 1 cm for each suture. The sutures were elevated, and the previous mesh prosthesis was widely covered, and overlapped by this new prosthesis. The fixation sutures were all tied down, and the margins of the mesh were secured at the periphery with q-ring tacks employing the salute device. Care was taken to place the tacks no more than 1 cm apart, and no closer than 1 cm from the margin of the mesh. The mesh lay under no tension at the completion of the procedure, and the prosthesis lay symmetrically, and hemostasis was complete. For tack fixation of the left aspect of the prosthesis, two additional 5 mm laparoscopic trocars were advanced on the right side of the abdomen, one in the right upper quadrant, and the second in the right lower quadrant to optimize visualization and placement. Pneumoperitoneum was evacuated as the trocars were removed under direct visualization. All trocar incisions were infiltrated with a small volume of 0.5% bupivacaine, totaling 20 ml, to provide prolonged postoperative local anesthesia prior to reapproximation of all skin incisions, including the needle puncture sites, with interrupted buried undyed 4-0 vicryl subcuticular sutures. A small amount of antibiotic ointment was applied to each incision, but no dressings were applied, owing to the patient¿s significant previous reaction to adhesives. Sponge, needle and instrument counts were correct at the termination of the procedure, and estimated blood loss was negligible. Specimen submitted to pathology consisted of the dense band-like adhesion arising from the ileum, to exclude a patent omphalomesenteric duct. The patient tolerated the procedure well returning to the postanesthesia room in good condition with vital signs stable, responsive, and extubation producing adequate volumes of clear urine with the orogastric catheter removed prior to emergence.¿ (B)(6) 2007: (B)(6) hospital. Perioperative nursing record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 04350190. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/04350190) was implanted during the procedure. (B)(6) 2007: (B)(6) . (B)(6) , md. Discharge summary. Final diagnosis: re-recurrent ventral incisional hernia with extensive intraabdominal adhesions. Hospital course: on the first postoperative day the patient indicated that he had experienced significant abdominal wall pain during the night although I had not been specifically notified. On the second postoperative day the abdomen was distended and tympanic with occasional high-pitched bowel sounds present, felt to be consistent with postoperative ileus. Maximum temperature had been 101. By (B)(6) 2007, the patient was markedly improved, ambulatory and quite anxious for discharge. Was passing flatus and stools and tolerating general diet. Abdomen fully soft with active bowel sounds and all incisions were healing per primam. Discharged third postoperative day in good condition. Discharge instructions: not to lift more than 15 pounds for six weeks and not to operate motor vehicle for 10 days. ??/??/??: [missing records: records for CT showing ¿small bowel obstruction with adhesions to his mesh¿ were not provided]. (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Emergency room visit. Presenting for abdominal pain. Is a transfer from bhc after having a CT scan that showed a small bowel obstruction with adhesions to mesh. Notes nausea and vomiting beginning 2 days ago. Denies diarrhea and has not been able to pass gas. History of ileus. Never smoked. Medications: aspirin, buprenorphine, bupropion, fiber, hydroxychloroquine, meloxicam, multivitamin, pantoprazole, rivaroxaban, ropinirole hcl, zolpidem. Weight 93 kg (205 lb), bmi 28.59. Exam: abdominal; soft, no distension, tenderness (diffuse), no rebound, no guarding, multiple scars, hypoactive bowel sounds. White blood cell count 16.39 h (4-10.5). Impression: small bowel obstruction. Acute kidney injury. Plan: admit. (B)(6) 2018: (B)(6) hospital. (B)(6) , md. History and physical. Has been sick about 3 days. Complains of diffuse abdominal pain nausea and vomiting and distention. Has not moved bowels in several days and not urinated since yesterday. Has had an appendectomy and has also had several incisional hernia repairs. States dr. Leo did the last repair with a large piece of mesh. Reports that he has never smoked, does not drink alcohol or use drugs. Exam: abdomen; distended and tympanic, mild diffuse tenderness without rebound or guarding. Surgical scars consistent with history. CT shows small bowel obstruction. Has significantly dilated proximal bowel and very normal distal decompressed bowel with transition zone. Impression: small bowel obstruction. Acute renal failure. Plan: after the nasogastric tube was placed, now pain free. CT is impressive, but he is pain-free now with gastric decompression. White count elevated, but without pain, normal lactic acid level, and what is probably very significant pre-renal azotemia, I would not recommend immediate operation. Will continue with nasogastric tube suction. Has normal baseline renal function, but his creatinine is 3.7 and he has not urinated in the day. Reevaluate his renal function and bowel obstruction in the morning. (B)(6) 2018: (B)(6) rad. (B)(6) , md. Radiology-x-ray abdomen 1 view. Indication: 2-hour follow up gastrografin and small bowel obstruction. Findings: contrast seen in fundus and region of duodenal bulb and duodenum extending approximately level of ligament of treitz. No contrast seen distal to this. Multiple air-filled loops of small bowel seen in abdomen. Small metallic springs consistent with hernia repair identified. Impression: contrast identified in stomach and proximal duodenum. 01/23/18: (B)(6) rad. (B)(6) , md. Radiology-x-ray abdomen 1 view. Indication: 4-hour follow up gastrografin and small bowel obstruction. Findings: majority contrast remains within stomach and proximal duodenum. Has been some progression into proximal jejunum. Relative dilution of contrast suggesting fluid within small bowel. Impression: limited progression of contrast; see above. (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Operative report. Primary care provider: (B)(6) , do. Preop diagnosis: small bowel obstruction. Postop diagnosis: small bowel obstruction. Or staff: circulator: (B)(6) , rn; (B)(6) , rn. Scrub person: (B)(6) , tech. Assistant: (B)(6) , rnfa. Procedure(s): lysis of adhesions, removal of prosthetic mesh. Surgeon: (B)(6) , md, facs. Anesthesia: general. Indications/procedure: ¿this is a 59-year-old gentleman who presents with a small bowel obstruction that did not respond to conservative treatment. Laparotomy is recommended. Patient brought the operating room, placed on the operative table, and general anesthesia induced. His abdomen was prepped and draped in usual fashion. Midline incision was made and dissection was carried down through the fascia sharply. He had known prosthetic mesh and this was divided sharply entering a cavity which I initially thought was the peritoneum, but turned out later to be a capsule. This was a chronic capsule from the gore-tex mesh. Incision was [sic] extended cephalad above the mesh and above the mesh the intra-abdominal cavity was entered. Adhesions of the omentum and small bowel were taken down circumferentially around the edges of the mesh. The edges of the mesh had curled in and there were a few areas of small bowel which were densely adherent to the edges of the mesh, but were able to be lysed without any injury. A couple small serosal tears, inherent to this procedure, were fixed with 3-0 vicryl sutures. The omentum and small bowel was completely mobilized off the anterior abdominal wall. After doing this the bowel was examined and the obstructive point was clearly identified. There is a single adhesive band causing a high-grade obstruction. This was lysed, releasing the obstruction. The bowel was viable. Fluid was milked distally through it. The bowel was then examined completely from the ligament of treitz to the terminal ileum and there was no other obstruction and no other injuries. It was replaced. The omentum was mobilized and placed over the top of the small bowel. 1-2 cm of the circumference of the mesh was then excised sharply where it had curled under and was not incorporated the anterior abdominal wall anymore. The rest of this was well incorporated and was left in place. The midline fascia with the mesh was then closed with running 0 prolene suture. The skin was closed with staples. Dressings were applied. Patient tolerated procedure well. He was aroused from his anesthesia and sent to recovery in stable condition.¿ (B)(6) 2018: (B)(6) health. (B)(6) , md. Discharge summary. Diagnoses: small bowel obstruction. Acute renal failure. Summary of hospitalization: had expected post-operative ileus, but by (B)(6) 2018 had return of bowel function, tolerating diet, adequate pain control on oral analgesics and was ambulating. Was felt safe for discharge. Weight 94.1 kilograms (207 lbs 8 oz), bmi 28.94. Exam: abdomen; soft, incision clean/dry/intact, appropriate tenderness. Discharge plan: activity as tolerated. No heavy lifting greater than 15 lbs for six weeks. ??/??/??: [missing records: records for CT showing ¿hernia at the location of a prior right lower quadrant incision¿ were not provided.] (B)(6) 2018: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia in the right lower quadrant of the abdomen. Postoperative diagnosis: incisional hernia in the right lower quadrant of the abdomen. Procedure performed: incisional hernia repair. Anesthesia: general endotracheal by (B)(6) , md. Indications for surgery: the patient is a 59-year-old man who presented with a complaint of pain and bulging at the site of a prior laparotomy. This was just to the right of the midline in the periumbilical region. No discrete bulge was appreciated on physical examination. He underwent a CT scan of the abdomen and pelvis. This examination confirmed that no hernia existed at the site of his pain. However, he was found to have hernia at the location of a prior right lower quadrant incision. This hernia was only through the transversus abdominis and internal oblique muscles. The external oblique aponeurosis remained intact. With valsalva, a portion of the ascending colon protruded through the defect. As a result, repair was recommended and the patient elected to proceed. Description of procedure: ¿informed consent was obtained. Perioperative antibiotics were given. The patient was brought to the operating room with antiembolism devices in place. He was placed in the supine position on the operating table. General endotracheal anesthesia was induced. A bump was placed under the right hip. The right lower quadrant of the abdomen was prepped and draped in a standard sterile fashion. There was a transverse right lower quadrant scar present, consistent with his surgical history. There was also a right lower quadrant laparoscopy port site scar in this region. Based on the CT scan findings, it appeared that the defect was most likely deep to the transverse scar. An incision was created at the superior aspect of this scar. The incision was deepened through the subcutaneous tissue to the external oblique aponeurosis. There was no discrete bulging noted here. The aponeurosis was opened along the length of its fibers. A self-retaining retractor was placed. There was weakness of the internal oblique and transversus abdominis muscle. However, again no discrete defect was palpable. These muscles were also opened bluntly along the length of their fibers. Once this was accomplished working in the preperitoneal space, the hernia defect was palpated immediately caudal to the incision. The defect was somewhat smaller than it appeared on CT scan, measuring perhaps 15 mm in diameter. There were no incarcerated contents. Palpation of the surrounding fascia to the length of the examining digit revealed no additional hernia defects. The mesh from the patient¿s prior midline hernia repair was palpable. There was perhaps a 6-mm bridge of tissue between the defect and the muscular opening. As a result, the decision was made to divide the bridge and close the defect as a whole. The transversus abdominis and internal oblique aponeurosis was closed with interrupted 0 pds figure-of-eight stitches. The wound was copiously irrigated with saline. At the end of irrigation, the return was clear. The fascia was infiltrated with 0.25% marcaine. The subcutaneous tissue was closed with a running 2-0 vicryl stitch. The skin was closed with a running 4-0 monocryl subcuticular suture. The wound was infiltrated with additional marcaine. The total marcaine used throughout the case was 30 ml. The wound was dressed with dermabond. The patient was awakened from general anesthesia and was transported to the recovery room in hemodynamically stable condition. He tolerated the procedure well. At the end of the procedure, the sponge, needle, and instrument counts were all correct. Estimated blood loss: nil.¿ records span (B)(6) 2007 to (B)(6) 2018. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1901: additional surgery; f1903: explant h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04350190 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04350190. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "small bowel obstruction, lysis of adhesions, removal of mesh." Additional event specific information was not provided.